Event description:
During surgery for hammer toe and bunions, a 1.5 drill bit broke off in a pt's right 2nd metatarsal bone. Approximately .5 inch of the drill was left in the bone. The surgeon determined the drill bit piece was unretrievable. New drill bit. Diagnosis: surgery.